Event description:
On an unknown date in 2003, this patient underwent endovascular repair for an abdominal aortic aneurysm and was implanted with excluder bifurcated endoprosthesis. The patient tolerated the procedure. The patient was lost to follow up. On an unknown date, the patient presented with an expanding aortic aneurysm. There was no endoleak detected and the increase in aneurysm size is unknown. On (B)(6) 2013, the patient underwent intervention and two additional gore excluder aaa contralateral leg components were placed to reline the limbs of the original endoprosthesis. The devices were place just below the proximal edge of the original device and extended into the seal zone of both common iliac arteries.

Manufacturer narrative:
Conclusions - aneurysm growth in the absence of endoleaks has been defined as endotension in the literature. One hypothesis for the source of endotension is the transmural movement of serous fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. Evidence supporting this hypothesis has been gathered during surgical conversions, translumbar punctures of the aortic abdominal aneurysm, and laparoscopic exploration of aortic abdominal aneurysm sac contents. Due to these observations gore elected to provide a design enhancement to the original gore excluder bifurcated endoprosthesis. The device used in this particular case was the original gore excluder bifurcated endoprosthesis.